Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a refrigerator door failure occurred, and the door could not be recovered initially. The refrigerator door failed. A pharmacy technician attempted recovery; however, the door remained locked and could not be recovered at that time. The following day, recovery was attempted again, and the refrigerator door recovered successfully. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager latch was faulty, preventing proper door operation. A field service engineer (fse) replaced the remote manager latch and tested the unit using the hardware test application, confirming proper open/close operation. The system functioned as intended after the field service engineer (fse) resolved the issue.